Event description:
A caller reported a cartridge alarm 20, indicating an issue with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm occurrence and arranged for a replacement pump with updated software to be sent to the customer. The customer was instructed on using storage mode and returning the problematic pump to tandem, which they understood and acknowledged. They planned to use multiple daily injections as a backup therapy until the replacement pump arrived.